Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window. Analysis was unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer.

Event description:
The customer's mother reported via phone call that they went hospital due to high blood glucose of over 597 mg/dl on (B)(6) 2018. Customer was treated that with intravenous drip. Customer state that the reservoir lip was damaged and reservoir still able to lock. The customer was wearing the insulin pump during the hospitalization. The insulin pump was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The information that provided with the initial report was missing. The reason of missing information has been included with this report.

Event description:
It was reported that as per complaint notes the event date was (B)(6) 2018.